Manufacturer narrative:
Product event summary: analysis confirmed the programmer boots to an error code. Analysis also found the keyboard latch was broken.

Event description:
It was reported there was an error code. Pulling the programming head did not help. Followup indicates error code occurred multiple times during startup of the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.